Event description:
It was reported that the device had a very quiet alarm. No patient injury was reported.

Manufacturer narrative:
A device history report (DHR) review is not relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. The product was returned for evaluation. Visual inspection revealed a cracked screw insert. Functional testing duplicated the reported problem. The root cause of the reported issue was found to be malfunctioning speaker from fluid ingression. The speaker was replaced. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).